Event description:
Hospira alaris bag spike came apart at the seam connecting the two-piece plastic spike, which caused a hazardous drug spill in a hospital. Dates of use: mw5058689 2015. Reason for use: used to add hazardous drug to IV bag in pharmacy. Also see mw5058690.